Event description:
It was reported that outside of surgery during a cadaver lab demonstration, that it was observed that several comprehensive mini baseplate peripheral screws were stripping while being driven in by a prototype 3.5mm hex driver that should have interfaced in the same manner as the standard 3.5mm hex driver. There was no harm or injury to patient as there was no patient involvement. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The contact was unable to confirm which part number was applicable. The part number could be any of the following: d4 - part number - 180550. D4 - lot number - unknown. D4 - part number - 180551. D4 - lot number - unknown. D4 - part number - 180552. D4 - lot number - unknown. D4 - part number - 180553. D4 - lot number - unknown. D4 - part number - 180554. D4 - lot number - unknown. D4 - part number - 180555. D4 - lot number - unknown. D4 - part number - 180556. D4 - lot number - unknown. D4 - part number - 180557. D4 - lot number - unknown. D4 - part number - 180558. D4 - lot number - unknown. D4 - part number - 180559. D4 - lot number - unknown. D4 - part number - 180560. D4 - lot number - unknown. D4 - part number - 180561. D4 - lot number - unknown. D4 - part number - 180562. D4 - lot number - unknown. D4 - part number - 180563. D4 - lot number - unknown. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This event is recorded by zimmer biomet under cmp-(B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. The root cause of the reported issue is attributed to use error. The screws are reused in the prototype lab. These screws are not intended to be reused per the IFU (instructions for use). The reported event is confirmed through follow ups. The screws are reused in the prototype lab. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.